Event description:
3fr open end catheter broke off in a patient's left ureter during l cystoscopy retrograde pyelogram, image was documented in xray. Removed the broken piece when doing l pyeloplasty from the upper end of l ureter.